Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not be conclusively established during this evaluation. Furthermore, review of the log file provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this investigation. The submitted log file contained data from 17may2019 through 26may2019. Low flow hazard alarms were captured on 26may2019 from 6:45:09 am through 7:16:14 am and 4:50:54 pm through 5:25:57 pm, when the estimated flow dropped below the threshold of 2.5 lpm. These events did not appear to be associated with pi events and a specific cause could not be conclusively determined through this evaluation. Despite the observed alarms, the pump appeared to function as intended, operating at or above the low speed limit for the duration of the file. The account reported that the patient was found unresponsive, on the floor by the family. First responders reported that the patient was dead on arrival (doa) on (B)(6) 2019 around 4pm. The patient¿s family refused an autopsy; therefore, the cause of death was never identified. It was also reported that heartmate ii lvas, serial number (B)(4), would not be returned for evaluation. No product is available for investigation. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also explains that pump flow is estimated from pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, the hmii IFU and patient handbook describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 3 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was found expired on the floor at home on (B)(6) 2019 . The account stated that the interrogation of the controller did not reveal a malfunction of the device. Technical services performed a log file analysis which revealed low flow alarms and the external power being removed from the controller (due to first responders disconnecting from the power module). Per technical services, the device operated as intended. No further information was provided.